Event description:
Boston scientific received information that this system was being moved from the patient's left side to the right side as the patient was going to be receiving radiation therapy on the left side. During the revision procedure, the associated dextrus right ventricular (rv) lead was inadvertently connected to the port that was intended for the right atrial (ra) lead which resulted in abnormal results during threshold testing. Therefore, an additional revision procedure was performed and the leads were inserted into the correct ports. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.